Event description:
Ethicon endo-surgery harmonic scalpel, lcs hand control 5mm x 36cm, resterilized by ascent. Handpiece did not work when tested. New product opened, procedure completed without further incident. No patient harm.